Event description:
Labor was complicated by fetal tachycardia with a baseline about 160, multiple variable decelerations and some late decelerations. The infant was in a vertex occiput anterior position. Attempts were made to assist the delivery with vacuum extraction. Despite 10 applications of the vacuum, the vaginal delivery was unsuccessful and the mother was taken to surgery for a category two cesarian section. The infant sustained a subgaleal hematoma.

Manufacturer narrative:
The maude event report does not identify the initial reporter or the initial reporter's facility. The maude event report only identifies the brand name and not the specific device. The operational guidelines within the adverse events section lists a subgaleal hematoma as a possible fetal injury. The operational guidelines also states there must be a willingness to abandon vacuum assist delivery if satisfactory progress is not made. Vacuum assist delivery should be abandon if: vacuum cup becomes disengaged (pop off) three times. Vertex has not advanced substantially with each traction attempt. There is evidence of fetal scalp trauma. Should additional information become available, a supplemental report will be submitted.